Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) and polaris spectra system control unit (scu) were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect scu was returned to the manufacturer for evaluation. Testing found that communication failed multiple times in the event log. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection, communication was lost between the camera and the navigation system. After 5-10 minutes, the camera displayed that the camera was disconnected. The site archived the patient and used a separate medtronic navigation system to resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.